Event description:
Customer alleged leg rest broke at the weld. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t94ha, serial number/date code and age of component is unknown at this time. This front rigging is for a trex2 manual wheelchair. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the leg rest broke at a weld and is no longer covered by the warranty. The dealer is replacing the leg rest for the consumer from her own stock. No injury.